Event description:
A caller reported experiencing alarm 01 repeatedly with their insulin pump, resulting in difficulties with the cartridge functionality over the past 2-3 weeks. Customer's blood glucose level was recorded at 420 mg/dl due to the issue. The customer attempted to address high blood sugar by administering a correction bolus via the pump. No third-party assistance was needed during this process. Technical support instructed the customer to load a new cartridge but eventually resolved to replace the pump as alarms continued to occur with back-to-back cartridges. The customer was informed that a replacement pump would be provided along with training available in their tandem source account. The customer was advised to return the malfunctioning pump to tandem using a pre-paid label within 10 days.